Manufacturer narrative:
Supplemental report #1 indicated a sudep evaluation was performed however this is a depression patient and sudep is for epilepsy patients. The information has been corrected on this report.

Event description:
Additional information received from the coroner revealed that the patient was under hospice care for copd condition that ultimately resulted in the patient¿s death. There was no autopsy performed and the manner of death was natural. An internal sudep evaluation performed revealed that the death was unlikely sudep.

Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The cause of death and its relationship to vns is unknown. No further information relevant to the patient¿s death has been received to date.

Event description:
No sudep evaluation should have been performed as this death involves a depression patient and sudep is for epilepsy patients.